Event description:
Same case as: MDR ID# 2134265-2013-03557. It was reported that during a percutaneous coronary intervention, the catheter of the balloon froze on the wire and the wire broke. The 80% stenosed target lesion was located in the heavily calcified and heavily tortuous circumflex artery. The 300cm choice pt extra support wire broke off in the balloon while trying to deliver it through the emerge balloon. The balloon was pulled out and the tip of the guide wire was stuck inside of the catheter. The procedure was completed with another wire and another balloon of the same device. No patient complications were reported and the patient's condition was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).